Manufacturer narrative:
The reported event of battery performance alert was not confirmed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a normal pulse generator change procedure. Upon interrogating the implantable cardioverter defibrillator, a battery performance alert was noted. The device was successfully explanted and replaced. The patient was reported to be in stable condition following the procedure.